Event description:
International affiliate reports that intraoperatively, the tip of the skyline cam tightener shaft broke off when locking a plate's cam locking mechanism although the torque was not yet activated. The procedure was completed with no adverse consequences to the patient. Nothing was left in the patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The skyline cam tightener shaft was returned for evaluation. Visual inspection revealed that one end of the distal drive feature was broken. Scanning electron microscopy (sem) analysis found evidence of a torsional shear quasi-static failure. Additionally, no material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the cam tightener was conducted on the specific code from the complaint, as any change in device geometry would change the forces placed on the tip. This analysis found no emerging trends. Additionally, a 12 month complaint search was conducted on the sales representative in order to determine if there is an issue with the torque handle. This complaint is the only instance of the cam tightener shaft tip breaking suggesting that there is not an issue with the torque limiting handle functionality. The root cause for the tip breaking cannot be positively identified. However, the tip shows evidence of a torsional shear quasi-static failure starting at the trilobes and is extended to the center of the shaft. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.